Manufacturer narrative:
A visual inspection was performed on the returned device. The reported deformation due to compressive stress was confirmed. The observed material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported deformation due to compressive stress could not be determined. Factors that could contribute to deformation due to compressive stress include, but are not limited to, inadvertent mishandling during unpackaging of the device, sheath/stylet removal, preparation, or during use of the device, interaction with accessory devices, patient anatomical morphology, or patient disease state. Potential causes for a material separation include, but are not limited to, inadvertent mishandling during unpackaging, during preparation or use of the device, interaction with the anatomy and/or accessory devices. In this case, it is possible that inadvertent mishandling during unpackaging of the device may have caused the observed packaging problem (kinked coil), contributing to the reported deformation due to compressive stress (kinked hypotube); however, this cannot be confirmed. Additional follow up with the account noted the observed material separation did not occur during the procedure and was likely due to handling/packaging for device return to abbott vascular. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that upon opening the package of a 2.50x15mm xience skypoint drug-eluting stent, the hoop dispenser and proximal shaft were noted to be kinked. An unspecified device was used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. Subsequently, returned device analysis observed the hypotube was kinked and separated distal to the strain relief tubing. The hypotube fracture faces were oval shaped and the material at the noted separations were jagged. No additional information was provided.